Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, one handle seam split and the second the grasper was not functioning perfectly through out the case. It was at the end of the case, same device used to complete the case. No patient consequences.